Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary as reported, after a diagnostic cardiac catheterization a safe-t-j heavy duty fixed core wire guide was wiped with a gauze and a green substance was left on the gauze as if the film or coating had peeled off. No portion of the device was left within the patient. This did not result in any additional procedures or prolonged hospitalization. No adverse effects to the patient were reported. Investigation ¿ evaluation a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, specifications, and quality control data. The complainant returned one used device to cook for investigation. Physical examination of the returned device showed: while trying to replicate failure, substance seen on wipe appeared to be biomatter. There is no evidence from device failure analysis that the complaint was manufactured out of specification. In response to this incident, cook reviewed the DHR. The DHR for the reported complaint device lot records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: ¿inspect the wire guide for kinks or damage prior to use.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded that component failure unrelated to manufacturing contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510k #: k171764. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a diagnostic cardiac catheterization a safe-t-j heavy duty fixed core wire guide was wiped with a gauze and a green substance was left on the gauze as if the film or coating had peeled off. No portion of the device was left within the patient. This did not result in any additional procedures or prolonged hospitalization. No adverse effects to the patient were reported. Additional information has been requested.

Manufacturer narrative:
H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The event occurred after removal of the device from the body, not prior to use as originally reported.